Manufacturer narrative:
The device malfunction was confirmed and directly related to the reported event. Mechanical tests performed found that the tap was occluded for at least three inches from the tip. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that the sites 4.5 mm tap was clogged and they could not clean it out and now they could not use the cannulation. This did not affect the case, and there was no impact on the patient's outcome reported.